Event description:
The customer reported that during a pelviscopy, the jaws of the device would not open to release tissue. The site did not have more information as to how the device was removed from tissue, but stated that they were certain the device was not cut from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no damage. The jaws were not stuck shut with tissue. When the sample was latched closed the jaws aligned properly to each other. The knife extended and retracted normally when activated with the trigger. The knife was not damaged. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is or reprocess the device as this can damage the surface of the jaws and lead to improper performance.